Event description:
It was reported during pacemaker interrogation that the patient's right ventricular (rv) lead exhibited low pacing impedance. The rv lead was reprogrammed. There were no patient consequences.